Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula was measured shorter than specification, and the distal end appears torn. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. Hyperglycemia treated with multiple bolus and a manual insulin injection. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). Pod removed.